Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the condition of the returned device, the reported failure could not be confirmed. A guide wire patency test was performed without issue. No deformation or deficiency of the device was identified. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with a difficult vessel anatomy. Also insufficient flushing of the device may be a contributing factor to the reported event since the delivery system can become stuck on the guide wire if not kept wet throughout use. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used" and "flush the inner lumen of the device with saline prior to use". Also the IFU states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that after successful placement of the vascular stent in the sfa, the delivery system got stuck on the 0.035 inch guide wire during removal. The guide wire and delivery system were removed as one unit. No patient injury was reported.